Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed drain and fill volume values were within the tolerances. The total ultrafiltration (uf) is 12 ml. The cycler programmed displayed drain and fill volume values were within the tolerances. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the dwell phase, cycle 0. System air leak test passed. Valve actuation test passed. There were visual indications of dried fluid found in between the pump assembly and front panel assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. Mushroom heads check passed. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Event description:
On 19/sep/2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 for fluid overload. No additional information was provided during intake. During follow-up, the patient¿s primary pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 for his monthly lab appointment. While being assessed, it was discovered the patient was 8 kgs (120 kgs) over his estimated dry weight (edw). The patient was sent to the emergency room and was admitted for fluid overload. The patient was transitioned to hemodialysis (hd) on (B)(6) 2023 as radiological studies determined the patient was fluid overloaded and required rapid ultrafiltration. It should be noted the patient did not display any symptoms of fluid overload besides the increase in edw. The pdrn stated the patient was taking a large (40 mg) dose of prednisone for 7 days (prescribed by oncologist), which caused the patient¿s fluid overload. Additionally, the patient was instructed by the nephrologist to increase the strength of his dialysate to include 4.5% for increased ultrafiltration. However, a review of the treatment records indicates the patient did not comply (history of non-compliance). Despite the patient¿s complaints of drain complications, the pdrn stated the patient¿s liberty select cycler and all associated product(s) performed as expected. The patient was discharged on (B)(6) 2023 in stable condition and started outpatient hd therapy on (B)(6) 2023. Per the pdrn, the patient has recovered and will not be returning to pd therapy.

Event description:
On 19/sep/2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 for fluid overload. No additional information was provided during intake. During follow-up, the patient¿s primary pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 for his monthly lab appointment. While being assessed, it was discovered the patient was 8 kgs (120 kgs) over his estimated dry weight (edw). The patient was sent to the emergency room and was admitted for fluid overload. The patient was transitioned to hemodialysis (hd) on (B)(6) 2023 as radiological studies determined the patient was fluid overloaded and required rapid ultrafiltration. It should be noted the patient did not display any symptoms of fluid overload besides the increase in edw. The pdrn stated the patient was taking a large (40 mg) dose of prednisone for 7 days (prescribed by oncologist), which caused the patient¿s fluid overload. Additionally, the patient was instructed by the nephrologist to increase the strength of his dialysate to include 4.5% for increased ultrafiltration. However, a review of the treatment records indicates the patient did not comply (history of non-compliance). Despite the patient¿s complaints of drain complications, the pdrn stated the patient¿s liberty select cycler and all associated product(s) performed as expected. The patient was discharged on (B)(6) 2023 in stable condition and started outpatient hd therapy on (B)(6) 2023. Per the pdrn, the patient has recovered and will not be returning to pd therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 19/sep/2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 for fluid overload. No additional information was provided during intake. During follow-up, the patient¿s primary pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 for his monthly lab appointment. While being assessed, it was discovered the patient was 8 kgs (120 kgs) over his estimated dry weight (edw). The patient was sent to the emergency room and was admitted for fluid overload. The patient was transitioned to hemodialysis (hd) on (B)(6) 2023 as radiological studies determined the patient was fluid overloaded and required rapid ultrafiltration. It should be noted the patient did not display any symptoms of fluid overload besides the increase in edw. The pdrn stated the patient was taking a large (40 mg) dose of prednisone for 7 days (prescribed by oncologist), which caused the patient¿s fluid overload. Additionally, the patient was instructed by the nephrologist to increase the strength of his dialysate to include 4.5% for increased ultrafiltration. However, a review of the treatment records indicates the patient did not comply (history of non-compliance). Despite the patient¿s complaints of drain complications, the pdrn stated the patient¿s liberty select cycler and all associated product(s) performed as expected. The patient was discharged on (B)(6) 2023 in stable condition and started outpatient hd therapy on (B)(6) 2023. Per the pdrn, the patient has recovered and will not be returning to pd therapy.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 for fluid overload. No additional information was provided during intake. During follow-up, the patient¿s primary pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 for his monthly lab appointment. While being assessed, it was discovered the patient was 8 kgs (120 kgs) over his estimated dry weight (edw). The patient was sent to the emergency room and was admitted for fluid overload. The patient was transitioned to hemodialysis (hd) on (B)(6) 2023 as radiological studies determined the patient was fluid overloaded and required rapid ultrafiltration. It should be noted the patient did not display any symptoms of fluid overload besides the increase in edw. The pdrn stated the patient was taking a large (40 mg) dose of prednisone for 7 days (prescribed by oncologist), which caused the patient¿s fluid overload. Additionally, the patient was instructed by the nephrologist to increase the strength of his dialysate to include 4.5% for increased ultrafiltration. However, a review of the treatment records indicates the patient did not comply (history of non-compliance). Despite the patient¿s complaints of drain complications, the pdrn stated the patient¿s liberty select cycler and all associated product(s) performed as expected. The patient was discharged on (B)(6)2023 in stable condition and started outpatient hd therapy on (B)(6) 2023. Per the pdrn, the patient has recovered and will not be returning to pd therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of fluid overload, characterized by weight gain, which warranted hospitalization and the permanent transition to hd for rrt. The pdrn attributed causality to a seven-day course of prednisone (high dose) prescribed by an oncologist, in addition to the patient¿s non-compliance by failing to increase his dialysate strength as ordered by the nephrologist. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in its etiology. Based on the information available, the liberty select cycler can be excluded from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications.